Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. No bends, kinks or damages were observed on the soft cannula. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The cause of the reported improper insertion and pain during insertion could not be conclusively determined. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 260, 255, 262, 320, 335, and eventually 353 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Pain at the infusion site was also reported. When removed, the pod's cannula was found bent. As treatment, a new pod was applied and a bolus administered.